Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed an open wound under the front-therapy electrode and pressure marks under the electrodes. It was reported that the garment was rubbing against the skin and creating an irritation. There was no alleged device malfunction contributing to the irritation. The patient's physician advised the patient to remove the lifevest to allow the skin to heal. Follow up indicated that the patient's skin irritation improved.